Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. The medtronic representative returned to the site to test the equipment and part replacement. The imaging system's mvs uninterrupted power supply (ups) battery backup continued to not hold a charge. Charge voltage from ups was low. The medtronic representative replaced the ups on the mvs and charged battery. And verified. The imaging system passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No further relevant issues reported.

Event description:
A medtronic representative reported that while performing a planned maintenance (pm) on the imaging system, he found that the uninterrupted power supply (ups) on mobile view station (mvs) was failing. The ups battery was not holding a charge. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned uninterruptible power supply (ups) found that the reported event was related to an electrical issue. The ups unit power up with the returned batteries. As soon as the unit powered up the "replace batt" came on the ups unit. The tester installed known good test batteries and charged the unit for at least 6 hrs. The tester performed 5 minute load test. The ups did not pass the load test. The ups unit was not fully charging batteries. The reported event was confirmed.